Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon injected a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/110 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. The lens was injected, removed, and replaced intra-operatively. The problem is resolved. No patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Previous g3 statement should have read 03/15/2022. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon injected a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/110 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. The lens was injected, removed, and replaced intra-operatively. The problem is resolved. No patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).